Event description:
Patient was implanted on (B)(6) 2011. Nail was dynamized on (B)(6) 2011. It is reported that patient fracture is slow to heal due to heavy smoking. Patient presented to surgeon on unknown date complaining of pain. X-rays taken on unknown date revealed broken nail. Patient was returned to or on (B)(6) 2012 for removal of all hardware. Patient was temporarily implanted with antibiotic cement nail. Surgeon will re-evaluate patient on (B)(6) 2012 for possible plate implant.

Manufacturer narrative:
(B)(4): no part number or lot number provided, therefore no device history record review could be performed. Device not being returned for evaluation. No further evaluation can be performed without the return of the device or the part and lot number of the device.(B)(4): placeholder.